Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the pacing impedance on the right ventricular (rv) lead was high, triggered an alert, and was not able to be paced. The lead will be capped and replaced. No patient complications were reported as a result of this event.